Event description:
It was reported that patient underwent a revision of his artificial urinary sphincter (aus) due to unknown reasons. Double cuff device was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced leaking a few months prior to surgery. No adverse patient effects.